Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While reporting differences between sensor glucose levels and blood glucose levels, customer's husband stated that the customer had a blood glucose level of 30 mg/dl earlier in the day of the call. Blood glucose level at the time of the call was 169 mg/dl. No further information was provided.